Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited noise.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increased/high impedances, which resulted in a polarity switch to unipolar. This led to oversensing, and the implantable pulse generator (ipg) mode switched. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.